Event description:
It was reported to philips that the system was unable to start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use. A philips field service engineer (fse) visited onsite and confirmed the reported issue. The fse reviewed the logfiles and identified a software error in suite pc. The fse reinstalled the suite pc's software which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.